Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 05/21/2015. The fse found the white blood cell, wbc, apertures had build-up inside of them causing wbc voteouts. He cleaned the wbc apertures which fixed the voteouts. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported receiving no differential results on one patient sample on a coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.